Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the unit's monopolar 1 stayed active without nothing in the slot. The plastic guard in the slot was also broken. There was no patient involvement.